Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated ongoing stoma issues over the last two years. It was reported that the patient was seen by physician few times and was treated with different antibiotics for stoma site infection. Report indicated that there is green colored stoma site discharge and dressing changes are done twice a day. Patient is currently on antibiotic clavulin 500 mg every 12 hours started on (B)(6) 2020 for two weeks.